Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 6 pocket b3 contains ipratropium/albuterol sulfate inhalation solution 0.5/3mg (3 ml) neb was failed to release. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. The field service engineer (fse) found that main drawer 6 was faulty and replaced it. The drawer was then tested in the hardware test application. The system functioned as intended after field service engineer repaired the device.